Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4); after a clinical procedure (after implant placement) it was observed that implant failed to integrate and the implant was removed.